Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited high out of range pacing impedance measurements greater than 2,000 ohms. No anomalies were observed through fluoroscopy. An invasive procedure was performed. The atrial set screw was noted to be tight, however, was able to be loosened successfully and the lead was removed from the device header without incident. The lead was surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.